Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system displays distorted images and shuts down on its own. No pt injury was reported.